Manufacturer narrative:
E1:initial reporter facility name: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external blood leak was observed in the area of the arterial limb of ay connector s660 line accessory during therapy. The volume of blood loss was approximately 100ml. They connector was changed to continue treatment. The patient was reported to have experienced "air insufflation", however there was no report of medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: d4, d9, h3, h4, h6, h11. H11: the device was received, and a photograph was provided for evaluation. Visual inspection of the actual sample and photo revealed a crack at the level of the luer lock component. In addition, visual and leak tests were preformed on retention samples and the units met specification. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the condition was determined to be related to component manufacturing. Should additional relevant information become available, a supplemental report will be submitted.